Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming and had a blank display. Customer stated they had stored the device and tried to us it again inserting new batteries, but the display will not return. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to reinsert new batteries. Customer stated display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.